Manufacturer narrative:
(B)(4). The device has not been returned for investigation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n ae05ml auto endo5 ml lot# 73f1900573, samples were functionally inspected, fired and issue reported, device misfired during use, was not observed in the current manufacturing process the clips were loaded, closed and released correctly. The device history review for the product auto endo5 ml lot #73m1800474 investigation did not show issues related to the complaint. Other remarks: corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
Medwatch report #mw5087132. It was reported that the device misfired while the surgeon was attempting to clip pieces of tissue inside of a patient during a robotic assisted laparoscopic left pyeloplasty. A new clip applier was obtained right away, and the patient did not have any injury, and this did not hold up any part of surgery.